Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: field service engineering (fse) contacted the customer over the phone to troubleshoot the issue. Fse instructed the customer to realign the x1 pitch sensor flag due to the belt jumping the teeth. The instrument was operating as expected. There was no further action required by fse. The instrument was installed on 11-jul-2018. A complaint history review and service history review for similar complaints was performed for serial number 11257910 from 11-jul-2018 through aware date of 22-oct-2018. There were two (2) similar complaints, including this ticket, found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [2300] s.loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of error 2300 messages was the x1 belt was out of alignment.

Event description:
A customer reported 2300 s. Loader step feed failure error messages with the aia-900 instrument. The customer stated that the pusher foot did not return to the correct position when the instrument homes. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.